Event description:
On (B)(6) 2012, it was reported that since (B)(6) 2012, the pt's infusion device was frequently displaying e4 (occlusion error). On (B)(6) 2012, the pt changed the device's accessories but after a few hours the device again displayed e4; that was the last time the device displayed e4. On (B)(6) 2012 at 10:00 am, the pt's blood glucose level was 400 mg/dl. Correction with the infusion device was not successful. At 2:40 pm, her blood glucose level was 670-680 mg/dl and she had a headache. The pt and her diabetic counselor think the infusion device is not delivering enough insulin or it is failing to display e4 (occlusion error). The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 errors were found in the history, and the occlusion limits were tested successfully. The used returned infusion set was visually inspected and tested for flow and tightness. The transfer set was occluded at the connection needle with insulin. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The adapter passed the optical inspection.